Event description:
A malfunction alarm occurred with the pump during operation, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to correctly load a new cartridge. The customer was able to successfully load the cartridge and resume insulin therapy.